Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device. The patient stated they had a high fever. They checked the sensor insertion site and it was swelling and infected. The patient stated the skin reaction also had inflammation and pimples. The patient's wife took the patient to the emergency room. The patient was treated with three IV antibiotics and was released from the ER the same day. At the time of the report, the patient had recovered from the event and was fine. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).